Event description:
Patient discharged from hospital to skilled nursing facility with tracheostomy in place at 3:24 pm. Patient arrived at nursing facility at 4:25 pm. Shortly after arrival, patient developed heart rate greater than 200 and became cyanotic. A faint pulse was felt and staff performed CPR. Upon arrival to the ed, staff had difficulty with bag-valve mask and the patient was not ventilating properly. Ed staff were unable to pass a suction catheter intermittently through his trach. The trach was pulled. The balloon on the trach was noted to be deformed when pulled. The cuff contained greater than 40ml of air. The patient immediately stabilized upon removal of the tracheostomy. The patient's mental status returned to baseline and hemodynamics were normalized.